Manufacturer narrative:
A2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. H6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a banding procedure to treat upper gastrointestinal hemorrhage with esophageal varices bleeding performed on (B)(6) 2024. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.